Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead triggered a red alert due to a a high out-of-range shock impedance measurement of 125 ohms. Shock impedance trends were characterized by a gradual increase in measurements but appeared to have levelled off recently. Technical services (ts) discussed possible calcification and reviewed troubleshooting options. No noise of sign of lead integrity issues at this time. This rv lead remains in service.